Event description:
A customer contacted beckman coulter (bec) reporting a leak from the upper sheath coil on the coulter lh 780 hematology analyzer. The customer could not determine the volume of the leak and was not contained within the unit. The liquid leaked under the instrument. The operator was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The customer found the upper sheath coil green stripe tubing had come loose (disconnected) and had reconnected the tubing to repair the leak. Service was not dispatched for this event since the customer corrected the issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).